Event description:
It was reported that during surgery, the drill broke inside the pt's tibia. The broken part (almost 5mm) stayed in the bone.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.